Event description:
It was reported that revision surgery was performed.

Event description:
It was reported that revision surgery was performed due to patient pain. Only the hemi head and modular sleeve were returned to the manufacturer for analysis.

Manufacturer narrative:
The devices involved in this case (hemi-head and sleeve) which were originally implanted with a bhr acetabular cup, constitute an off-label application of the devices.